Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was intermittently unable to see insulin drops exit the infusion set tubing during the fill tubing process. As the issue occurred in the past, troubleshooting was unable to be performed. Customer's blood glucose was 329 mg/dl.